Event description:
It was reported on june 9, 2023 at an unknown time the unit was out of order as there was a cable issue. At investigation it was noted that the speed of the unit was out of spec on the low end. There is no harm or delay reported. Due diligence is complete and there is no additional information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - france. Review of the most recent repair record determined the cable was damaged (no exposed wiring) and the motor speeds were out of specification on the low end (signs of corrosion). The plug harness and motor were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends